Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead was noted to be dislodgment, found on post operative chest x-ray. The lead was repositioned and placed back into the atrial endocardium on (B)(6) 2021. The patient was stable.

Event description:
New information received notes that the right atrial lead serial number is (B)(6).

Manufacturer narrative:
Addition information - d1, d4, d6a, h4.